Event description:
It was reported that an oil-like lubricant was found on the handpiece during setup. There was no patient involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service evaluation. Based on the investigation details, the reported event was confirmed, and a sample was collected from the device. The device will be cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.